Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse did not find blood in the line or anywhere else. The unit passed all functional testing. The iabp was cleared for use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had blood in the catheter line.